Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient underwent placement of an optease permanent inferior vena cava (ivc) filter prior to bariatric surgery. Per the medical records, the patient had a history of pulmonary embolism (pe) and hypocoagulability. The filter was successfully deployed at the level of l2 below the renal veins. The patient tolerated the procedure well and was taken to the recovery room in stable condition. The patient underwent a procedure to remove the device; however, the attempt failed as the surgeon was unable to retrieve the filter despite utilizing standard techniques. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, three post-placement blood clots in the legs and lung. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicates that the patient had clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt procedure nine days post implantation. The patient also reports to have recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and anxiety. The product was not returned for analysis as it remains implanted. A review of the device history record (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Blood clots, pulmonary emboli and occlusive thrombosis within the filter do not represent a device malfunction. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an optease permanent vena cava filter prior to bariatric surgery. The patient underwent a procedure to remove the device; however, the attempt failed as the surgeon was unable to retrieve the filter despite utilizing standard techniques. The filter subsequently malfunctioned and caused three post-placement blood clots in the legs and lung. The following additional information received per the patient profile from (ppf) indicates that the patient had clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt procedure nine days post implantation. The patient also reports to have recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and anxiety. The patient additionally reported becoming aware of fracture of a superior oblique filter strut, which is retained in the lower abdomen. According to the medical records, the patient had a history of pulmonary embolism (pe) and hypo coagulability. The filter was successfully deployed at the level of l2 below the renal veins. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Per the medical records, the patient was reported to have a history of may thurner syndrome, recurrent dvt, bariatric surgery and cholecystectomy. About six years and eight months post implant, venography showed approximately twenty-five per-cent in-stent stenosis in the left common iliac vein. Biopsy of in-stent stenosis was read as organizing thrombus and intimal hyperplasia. Approximately eleven years and ten months post implant, the patient noted a slow healing ulcer along left medial malleolus, coinciding with extravasation site of intra venous infusion of iron supplement. Almost a year later, the patient underwent left femoropopliteal cutting balloon angioplasty. Approximately thirteen years and eight months post implant, the patient reported persistent swelling/tightness of the left calf. The left medial ankle ulcer had healed. The patient underwent left iliofemoral digital subtraction (dsa) venography, bilateral iliac and caval dsa venography and left femoropopliteal dsa venography with subsequent calf compression maneuver. Spot radiography was performed of the lower abdomen and showed an optease filter in situ, fracture of a superior oblique strut. Left iliofemoral venography showed a widely patent left common iliac vein stents with no in-stent restenosis on the more recently placed inner stent. Dsa ileocaval venography demonstrated patent bilateral common iliac veins, widely patent ivc with infrarenal filter in situ and brisk flow and washout. Dsa left femoropopliteal venography demonstrated filling of a dominant left femoral vein in addition to a prominent deep femoral vein, which each joined at the level of the inferior pubic ramus to form in-line inflow to the external iliac. There was minimal filling of thigh collaterals. Calf compression maneuver was performed which showed augmentation of contrast washout and no significant reflux. Overall, the appearance was significantly improved from prior femoropopliteal angioplasty. No further intervention was deemed necessary. The patient was discharged home the same day. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Blood clots, and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. The IFU also states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. The timing of the events has not been reported. With the limited information and no imaging available for review the reported events could not be confirmed or further clarified. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of an optease permanent vena cava filter prior to bariatric surgery. The patient underwent a procedure to remove the device; however, the attempt failed as the surgeon was unable to retrieve the filter despite utilizing standard techniques. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, three post-placement blood clots in the legs and lung. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. The following additional information received per the patient profile from (ppf) indicates that the patient had clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt procedure nine days post implantation. The patient also reports to have recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and anxiety. According to the medical records, the patient had a history of pulmonary embolism (pe) and hypo coagulability. The filter was successfully deployed at the level of l2 below the renal veins. The patient tolerated the procedure well and was taken to the recovery room in stable condition. Per the medical records, the patient was reported to have a history of may thurner syndrome, recurrent dvt, bariatric surgery and cholecystectomy. About six years and eight months after implantation, venography showed approximately twenty-five per-cent in-stent stenosis in the left common iliac vein. Biopsy of in-stent stenosis was read as organizing thrombus and intimal hyperplasia. Approximately eleven years and ten months post filter implant, the patient noted a slow healing ulcer along left medial malleolus, coinciding with extravasation site of intra venous infusion of iron supplement. Almost a year later, the patient underwent left femoropopliteal cutting balloon angioplasty. Approximately thirteen years and eight months after implantation, the patient reported persistent swelling/tightness of the left calf. The left medial ankle ulcer had healed. The patient underwent left iliofemoral digital subtraction (dsa) venography, bilateral iliac and caval dsa venography and left femoropopliteal dsa venography with subsequent calf compression maneuver. Spot radiography was performed of the lower abdomen and showed an optease filter in situ, fracture of a superior oblique strut. Left iliofemoral venography showed a widely patent left common iliac vein stents with no in-stent restenosis on the more recently placed inner stent. Dsa ileocaval venography demonstrated patent bilateral common iliac veins, widely patent ivc with infrarenal filter in situ and brisk flow and washout. Dsa left femoropopliteal venography demonstrated filling of a dominant left femoral vein in addition to a prominent deep femoral vein, which each joined at the level of the inferior pubic ramus to form in-line inflow to the external iliac. There was minimal filling of thigh collaterals. Calf compression maneuver was performed which showed augmentation of contrast washout and no significant reflux. Overall, the appearance was significantly improved from prior femoropopliteal angioplasty. No further intervention was deemed necessary. The patient was discharged home the same day. According to the information received in the patient profile form (ppf), the patient additionally reports becoming aware of a fracture superior oblique filter strut, which is retained in the lower abdomen.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had clotting and occlusion of the inferior vena cava (ivc). The patient underwent the unsuccessful removal attempt procedure nine days post implantation. The patient also reports to have recurrent deep vein thrombosis (dvt), pulmonary embolism (pe) and anxiety. According to the medical records, the patient had a history of pulmonary embolism (pe) and hypocoagulability. The filter was successfully deployed at the level of l2 below the renal veins. The patient tolerated the procedure well and was taken to the recovery room in stable condition. A review of the manufacturing documentation associated with lot r0806264 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal team, a patient underwent placement of an optease permanent vena cava filter prior to bariatric surgery on (B)(6) 2006 at (B)(6). On (B)(6) 2006 the patient underwent a procedure to remove the device; however, the attempt failed as the surgeon was unable to retrieve the filter despite utilizing standard techniques. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, three post placement blood clots in the legs and lung. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart; however implantation prior to bariatric surgery is not within its intended use. Without procedural films for review, the reported retrieval difficulty could not be confirmed and the exact cause could not be determined. It is possible that patient factors including, but no limited to, changes in anatomical structure following bariatric surgery may have contributed to the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of an opteasetm permanent vena cava filter (referred to as "filter," "device" or "product" hereinafter) prior to bariatric surgery on (B)(6) 2006 at (B)(6). On (B)(6) 2006 she underwent a procedure to remove the device; however, the attempt failed as the surgeon was unable to retrieve the filter despite utilizing standard techniques. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, three post placement blood clots in the legs and lung. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment.